Event description:
I went to (B)(6) on (B)(6) shopping center in (B)(6). The purpose of the visit was to test for covid 19. They asked me if I wanted the rapid blood test or the nasal swab. I said I didn't know that there was a rapid blood test to test for covid 19 but they told me there was and insurance would cover it, and I would get my results in 15 minutes. They did a finger prick, put my blood sample on test. I received a phone call an hour later stating my results were slightly positive for acting covid virus. Not feeling comfortable with the result and speaking with my doctor, I went the next day for a nasal swab somewhere else. I got my results and I'm negative. I feel that they scammed me and my insurance. Giving them the benefit of doubt, maybe they were scammed too and didn't know that the test kits they bought are not for detecting covid-19. Other people in my neighborhood have gone there and I am worried that they won't know the correct answer and not do the right thing by isolating if necessary. FDA safety report ID# (B)(4).